Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the device stapled, but did not cut. It is unknown how the case was completed. There was no consequence to pt.